Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed, and the indicated failure mode of fibrin was observed; the failure mode of gel smearing was not observed. A total of 100 retention samples from bd inventory were visually examined and no additive or gel issues were observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Complaints for sample quality were not under statistical control for the month of september 2025. Therefore, factors that may contribute to gel smearing and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, gel smearing and fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. This complaint has not been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited fibrin and gel smearing. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited fibrin and gel smearing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed, and the indicated failure mode of fibrin was observed; the failure mode of gel smearing was not observed. A total of 100 retention samples from bd inventory were visually examined and no additive or gel issues were observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. This complaint has not been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.